Event description:
It was reported that the 9900 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was tested and found to be working as intended and put back into service.